Event description:
The surgeon reported that during generator replacement surgery on (B)(6) 2016 he discovered a fracture in the lead. The generator was then explanted and the lead was left to be replaced at a later date. On (B)(6) 2016 the lead was explanted and the surgeon noted two additional breaks in the lead. A new system was implanted at this time. The explanted generator and lead were both disposed and therefore could not be returned for product analysis. During follow up it was reported that the neurologist noted high impedance >10,000 ohms during an office visit in (B)(6). The patient reported to the neurologist that she had recently fallen.